Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2019-00094. It was reported that the patient had their leads repositioned on (B)(6) 2018 for better coverage. Effective therapy was achieved post-operatively.